Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty advancing the device and separation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with no tortuosity. During positioning of the 3.0x12 mm trek balloon dilatation catheter (bdc), there was resistance and the shaft separated. The separated portion was pulled out over the wire. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, it was reported that the resistance during advancement was with the anatomy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with no tortuosity. During positioning of the 3.0x12 mm trek balloon dilatation catheter (bdc), there was resistance and the shaft separated. The separated portion was pulled out over the wire. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.